Event description:
It was reported that the pump screen has "spider web" like lines, leading to screen being unreadable. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.